Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing in the right atrial (ra) channel which led to false atrial tachy response (atr) events. Technical services (ts) was contacted and recommended possible reprogramming options. This crt-d remains in service. No adverse patient effects were reported.